Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegm episodes confirmed the presence of artefacts on rv channel which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
1/29/18 - we received additional information this lead has exhibited multiple episodes of noise; the patient received an inappropriate shock due to noise on 11/1/17. The lead remains implanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow-up data from the 06th of december 2017 showed several episodes with noise as mentioned in the complaint text. Particularly the recent recording on the (B)(6) 2017 (episode 63) demonstrated noise artefacts on the ra and on the rv channels which led to vf detection with shock delivery. The small frequency and amplitude of the noise signals which led to shock delivery indicate an external source. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. This lead was detecting noise and three episodes of vf were noted. With each episode the device began to charge, but was ended before it charged. All available information suggests this lead remains implanted. Should additional information become available, this event will be updated.